Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken outer cover and broken internal battery clip on the power module were confirmed. Power module, serial (B)(6), returned with a broken outer cover on the front right side, damaged internal backup battery clip, and with an expired 12v sla battery. The system booted up as intended. A full functional checkout was performed and the unit passed all tests. The bottom/top housings, streamline cable (new version battery clip), system monitor connector cable assy and battery were replaced. Preventative maintenance was performed and the unit was returned to the customer site. A root cause for the reported damage was not conclusively determined through this analysis. There was incidental findings of damaged battery clip connector, damaged top rubber for holding the monitor, and a monitor connector ground pin was pushed in. The device history records were reviewed and the records revealed that the power module was manufactured in accordance with mfg and qa specifications. The power module (serial number (B)(6)) was shipped to the customer on 30aug2012. The power module instructions for use section ¿ ¿setting up the power module (pm) prior to use¿ instructs the user to inspect the power module for dents, chips, cracks, or other signs of damage. The IFU also informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. Heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly disconnect and connect the power module¿s internal backup battery. Heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a power module's outer cover and clip of internal battery were broken. The power module was found at the storage room of customer. The power module was not in use with a patient.